Event description:
Complaint found in maude database reports: "during left upper arm fistula procedure, tip broke off terotola thrombectomy device. It was unable to be retrieved and was left in the patient."

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database reports: "during left upper arm fistula procedure, tip broke off terotola thrombectomy device. It was unable to be retrieved and was left in the patient."